Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. An arterial pressure exceeded alarm occurred during a routine hemodialysis treatment which could not be resolved by the operator. Rinseback was not performed due to the amount of time elapsed, resulting in an estimated blood loss of 190cc. No medical intervention was required.

Manufacturer narrative:
There is no evidence of a device malfunction. The reported blood loss is attributed to the operator not performing rinseback in a timely manner. The user's guide instructs the operator to promptly rinseback the patient's blood in the event of an unrecoverable alarm. Facility staff attributed the alarm to the patient's new vascular access. The cycler alarmed appropriately. A direct correlation between nxstage system one and the reported blood loss cannot be established. There have been no similar problems reported subsequent to this event. Nxstage medical considers this report closed. No additional information will be provided.